Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2012 states that patient is being seen in clinic today. Rep has reason to believe that the lv lead has pulled back and is now pacing the atrium. Working with dr. (B)(6). Ts agrees with rep that the lv lead may have pulled back and is now pacing in the atrium based on p-qrs morphology with lv lead pacing. Ts asked if a chest xray is going to be obtained and rep states that will be up to the md. Currently, the lv lead has been turned off and the programmed mode is ddd with rv only pacing and an extended av delay to minimize rv pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).